Event description:
It was reported that during knee arthroscopy using a dyonics 25 inflow/outflow fork suction that there were application problems. It was also reported that water was pumped into knee and the thigh has swollen a lot. The water in the thigh has disappeared after some hours. 2-3 litre was pumped into the thigh. Patient was placed with leg raised to solve the problem. A backup device was available to complete the case and there were no reported patient injuries or complications.

Manufacturer narrative:
An evaluation was performed on the returned product. A visual inspection was performed on the returned device and the tube set was found to conform to all current drawing specifications. Functional testing was performed at pressure settings of 40 mmhg @ 0.5 liters per minute and 150 mmhg @ 2.5 liters per minute. No problems were found with the tube set however, a functional issue was found with the dyonics 25 pump that is considered to be the most likely cause of the reported complaint. (B)(4).